Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via the pump to address the high reading. Technical support assisted the customer in updating the pump's time and advised them to monitor for any further discrepancies exceeding five minutes. The customer understood and acknowledged the advice provided.